Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter was not cutting during vitrectomy surgery. The surgery was completed on the same day after replacing the vitrectomy probe with another one. The aspiration function was normal. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received with a tip protector in a tray for the report. The sample was visually inspected and found to be nonconforming with bent needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. Cut functional testing could not be performed due to bent needle. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was bent. Gauge marks observed at the bent area and several other locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the probe had a cut failure due to bent needle and bent inner cutter. However, evaluation indicated an actuation failure. The exact root cause of the actuation failure is due to the bent needle and bent inner cutter. How and when the bent needle occurred cannot be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as reported cut failure was unable to be confirmed and an exact root cause for the bent probe needle and bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).